Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface board and the footswitch were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system remote user interface joystick would intermittent not work and the footswitch was not working properly. No pt injury was reported.